Event description:
In the middle of tumor excision craniotomy procedure, having problems with floseal adhering to brain tissue, product is congealing. Have any of the components of floseal changed recently? Surgeon is very experienced with the product and has not had this problem previously. Product was working fine in terms of hemostasis, was just adhering to tissue and surgeon was having to excise. Additional information received by baxter from rep, rn-neurosurgery coordinator at hospital in 2009: reviewed the method of floseal application following complaint of product adhering to the brain tissue. Product was prepared per the IFU and 3mls applied directly to the bleeding site, followed by approximation with a neuro patty. Once hemostasis was achieved, irrigation was not effective to remove excess floseal. The surgeon excised it with scissors. Reviewed the importance of a fast application with approximation. Addressed the question of whether any of the components had changed by confirming no change. The neuro department uses floseal on nearly every case, both spine and cranial. They have not had any complaints before this, or since, however, they did discard the remaining kits of the lot number involved.

Manufacturer narrative:
Baxter medical assessment: the follow-up information excludes reconstitution or use error, and points to a product malfunction. Although no serious injury occurred, in the event this may reoccur, the patients' (brain procedure) potential tissue injury and functional, neurologic impairment cannot be excluded. Md safety officer. Additional information obtained from rep, at hospital in 2009: patient has metastatic brain cancer, which is reason for surgery. The surgeon excised the matrix and the brain tissue, which is contrary to what was communicated by (rn - neurosurgery) who obtained her information from the scrub nurse. There are 4 kits remaining from lot number ha081111, which will be returned for evaluation. Rep also stated that she submitted a report to the FDA in 2008. See attached for a copy of the report submitted by hospital. Currently all additional information is being assessed. A follow-up will be submitted upon completion of further assessment.